Event description:
On (B)(6) 2009, the pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. It was reported that during the insertion of the gore introducer sheath, the left common iliac artery was ruptured so the physician anastomosed a conduit with a ptfe graft to the left common iliac artery proximally from the ruptured portion to finish the device delivery. After the implantation of tag device, the physician anastomosed the other end of the ptfe graft to the left external iliac artery to make a bypass graft. The tag procedure including the repair for access rupture ended with no further complications reported. The pt tolerated the procedure. According to the physician, the pt had only left access.

Manufacturer narrative:
The review of the mfg paperwork is being conducted.